Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") and systemic lupus erythematosus ("lupus") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they had a hard time placing one of the coils". The patient's past medical history included multi gravida and parity 5 ((B)(6) 2001, (B)(6) 2003, (B)(6) 2006, (B)(6) 2011, (B)(6) 2013.). Concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), the first episode of vaginal haemorrhage ("vaginal bleeding"), urticaria ("hives"), allergy to metals ("nickel allergy"), dyspareunia ("apareunia and dyspareunia/persistent pain during intercourse severe"), female sexual dysfunction ("apareunia and dyspareunia/persistent pain during intercourse severe"), abdominal pain ("cramping/abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), nausea ("nausea"), muscle twitching ("facial twitching"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and hypertension ("high blood pressure"). On an unknown date, the patient experienced pain ("physical pain/severe and persistent all over body pain"), headache ("persistent headaches"), nervous system disorder ("neurological conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vision blurred ("blurry vision"), inflammation ("inflammation"), ovarian cyst ("cyst on left ovary"), eye disorder ("vision/eye problems") and liver disorder ("liver problem"). The patient was treated with surgery (hysterectomy removal of the fallopian tubes). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain and the last episode of vaginal haemorrhage had resolved, the systemic lupus erythematosus, pain, allergy to metals, dyspareunia, female sexual dysfunction, abdominal pain, fatigue, alopecia, migraine, nausea, muscle twitching, vaginal discharge, weight increased, headache, nervous system disorder, dysmenorrhoea, menorrhagia, vision blurred, inflammation, ovarian cyst, eye disorder and liver disorder outcome was unknown and the urticaria and hypertension had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, headache, hypertension, inflammation, liver disorder, menorrhagia, migraine, muscle twitching, nausea, nervous system disorder, ovarian cyst, pain, pelvic pain, systemic lupus erythematosus, urticaria, vaginal discharge, vision blurred, weight increased, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingectomy - in (B)(6) 2014: the tubes were blocked. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-feb-2018: plaintiff fact sheet and medical records (from social media) were received: reporter information, patient details, other relevant history, lab data, product indication, product start date/stop date, events- severe and persistent pain, lupus, vaginal bleeding, hives, nickel allergy, apareunia and dyspareunia/persistent pain during intercourse severe, cramping/abdominal pain, fatigue, hair loss, migraines, nausea, facial twitching, vaginal discharge, wight gain, high blood pressure, persistent headaches, neurological conditions, dysmenorrhea (cramping), abnormal bleeding (vaginal), blurry vision, inflammation, cyst on left ovary, vision/eye problems, they had a hard time placing one of the coils, liver problem were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") and systemic lupus erythematosus ("lupus") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they had a hard time placing one of the coils". The patient's medical history included multi gravida, parity 5 (B)(6) 2001, (B)(6) 2003, (B)(6) 2006, (B)(6) 2011, (B)(6) 2013.), gallbladder polyp, bone tumor benign, cholecystectomy and placenta previa. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("apareunia & dyspareunia/persistent pain during intercourse severe"), female sexual dysfunction ("apareunia & dyspareunia/persistent pain during intercourse severe"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), nausea ("nausea"), muscle twitching ("facial twitching"), vaginal discharge ("vaginal discharge"), hypertension ("high blood pressure"), headache ("persistent headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), vision blurred ("blurry vision"), abdominal discomfort ("abdominal flutter") and abdominal distension ("abdominal bloating") and was found to have weight increased ("weight gain"). In 2014, the patient experienced the first episode of vaginal haemorrhage ("vaginal bleeding"), allergy to metals ("nickel allergy") with urticaria and rash erythematous and abdominal pain ("cramping/abdominal pain"). In (B)(6) 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pain ("physical pain/severe and persistent all over body pain"), nervous system disorder ("neurological conditions"), the second episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), inflammation ("inflammation"), ovarian cyst ("cyst on left ovary"), eye disorder ("vision/eye problems") and liver disorder ("liver problem"). The patient was treated with surgery (she underwent robotic assisted total laparoscopic hysterectomy removal of the fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, fatigue, alopecia, nausea, muscle twitching, vaginal discharge, the last episode of vaginal haemorrhage, vision blurred, abdominal discomfort and abdominal distension had resolved, the systemic lupus erythematosus, pain, allergy to metals, female sexual dysfunction, abdominal pain, weight increased, headache, nervous system disorder, dysmenorrhoea, menorrhagia, inflammation, ovarian cyst, eye disorder and liver disorder outcome was unknown, the migraine was resolving and the hypertension had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, headache, hypertension, inflammation, liver disorder, menorrhagia, migraine, muscle twitching, nausea, nervous system disorder, ovarian cyst, pain, pelvic pain, systemic lupus erythematosus, vaginal discharge, vision blurred, weight increased, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: trailing coils: left 2; trailing coils: right 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: results: the tubes were blocked; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: allergy to metals, abdominal pain, pelvic pain, alopecia, abdominal distension, vaginal bleeding, menorrhagia and hypertension." Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-jan-2019: reporter information was added. Her demographics were added. Her historical conditions were added. Essure insertion and removal dates were updated. Her concomitant medication was added. Per plaintiff fact sheet following events: abdominal flutter and abdominal distension were added. She had recovered from following events: vaginal bleeding, painful intercourse, abdominal bloating, fatigue, hair loss, blurry vision, vaginal discharge, nausea, facial twitching, abdominal fluttering and recovering from migraines. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they had a hard time placing one of the coils". The patient's medical history included multi gravida, parity 5 (B)(6) 2001, (B)(6) 2003, (B)(6) 2006, (B)(6) 2011, (B)(6) 2013.), gallbladder polyp, bone tumor benign, cholecystectomy and placenta previa. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("apareunia & dyspareunia/persistent pain during intercourse severe"), female sexual dysfunction ("apareunia & dyspareunia/persistent pain during intercourse severe"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), nausea ("nausea"), muscle twitching ("facial twitching"), vaginal discharge ("vaginal discharge"), blood pressure high ("high blood pressure"), headache ("persistent headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), vision blurred ("blurry vision"), abdominal discomfort ("abdominal flutter") and abdominal distension ("abdominal bloating/ just looked pregnant at all times") and was found to have weight increased ("weight gain"). In 2014, the patient experienced allergy to metals ("nickel allergy") with urticaria and rash erythematous and abdominal pain ("cramping/abdominal pain"). In july 2014, the patient experienced systemic lupus erythematosus ("lupus/ mild lupus"). On an unknown date, the patient experienced pain ("physical pain/severe and persistent all over body pain"), nervous system disorder ("neurological conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), inflammation ("inflammation"), ovarian cyst ("cyst on left ovary"), eye disorder ("vision/eye problems"), liver disorder ("liver problem"), arthralgia ("joint pain"), genital haemorrhage ("heavy bleeding"), hypertension ("high blood pressure") and autoimmune disorder ("autoimmune disorder pain"). The patient was treated with surgery (she underwent robotic assisted total laparoscopic hysterectomy removal of the fallopian tubes, hyste). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, fatigue, alopecia, nausea, muscle twitching, vaginal discharge, vaginal haemorrhage, vision blurred, abdominal discomfort and abdominal distension had resolved, the systemic lupus erythematosus, pain, allergy to metals, female sexual dysfunction, abdominal pain, weight increased, headache, nervous system disorder, dysmenorrhoea, menorrhagia, inflammation, ovarian cyst, eye disorder, liver disorder, arthralgia, genital haemorrhage, hypertension and autoimmune disorder outcome was unknown, the migraine was resolving and the blood pressure high had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, autoimmune disorder, blood pressure high, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, inflammation, liver disorder, menorrhagia, migraine, muscle twitching, nausea, nervous system disorder, ovarian cyst, pain, pelvic pain, systemic lupus erythematosus, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased and hypertension to be related to essure. The reporter commented: insertion detail: trailing coils: left 2; trailing coils: right 4 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in may 2014: results: the tubes were blocked; on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received: reporter was added ,fu-up 11 12 13 14 processed together on (B)(6) 2020: social media : new reporter and event heavy bleeding, high blood pressure and autoimmune disorder pain added , fu-up 11 12 13 14 processed together on (B)(6) 2020: fu-up 11 12 13 14 processed together , only reporter added on (B)(6) 2020: fup processed with other fup received on the same day based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain') and systemic lupus erythematosus ('lupus') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "they had a hard time placing one of the coils". The patient's medical history included multi gravida, parity 5 ((B)(6) 2001, (B)(6) 2003, (B)(6) 2006, (B)(6) 2011, (B)(6) 2013.), gallbladder polyp, bone tumor benign, cholecystectomy and placenta previa. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("apareunia & dyspareunia/persistent pain during intercourse severe"), female sexual dysfunction ("apareunia & dyspareunia/persistent pain during intercourse severe"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), nausea ("nausea"), muscle twitching ("facial twitching"), vaginal discharge ("vaginal discharge"), hypertension ("high blood pressure"), headache ("persistent headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia"), vision blurred ("blurry vision"), abdominal discomfort ("abdominal flutter") and abdominal distension ("abdominal bloating") and was found to have weight increased ("weight gain"). In 2014, the patient experienced allergy to metals ("nickel allergy") with urticaria and rash erythematous and abdominal pain ("cramping/abdominal pain"). In (B)(6) 2014, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced pain ("physical pain/severe and persistent all over body pain"), nervous system disorder ("neurological conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), inflammation ("inflammation"), ovarian cyst ("cyst on left ovary"), eye disorder ("vision/eye problems"), liver disorder ("liver problem") and arthralgia ("joint pain"). The patient was treated with surgery (she underwent robotic assisted total laparoscopic hysterectomy removal of the fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, fatigue, alopecia, nausea, muscle twitching, vaginal discharge, vaginal haemorrhage, vision blurred, abdominal discomfort and abdominal distension had resolved, the systemic lupus erythematosus, pain, allergy to metals, female sexual dysfunction, abdominal pain, weight increased, headache, nervous system disorder, dysmenorrhoea, menorrhagia, inflammation, ovarian cyst, eye disorder, liver disorder and arthralgia outcome was unknown, the migraine was resolving and the hypertension had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, headache, hypertension, inflammation, liver disorder, menorrhagia, migraine, muscle twitching, nausea, nervous system disorder, ovarian cyst, pain, pelvic pain, systemic lupus erythematosus, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: insertion detail: trailing coils: left 2; trailing coils: right 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: results: the tubes were blocked; on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: allergy to metals, abdominal pain, pelvic pain, alopecia, abdominal distension, vaginal bleeding, menorrhagia, and hypertension." Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from plaintiff fact sheet received. Event arthralgia was added. Product, patient & reporter information updated. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.